Event description:
It was reported that a chest x-ray revealed that the right atrial lead was fractured due to subclavian crush. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.